Event description:
It was reported that a patient underwent an unknown gastrointestinal surgery on (B)(6)2021 and suture was used. During the procedure, the suture broke near the swage part. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by ""the suture broke near the connection part between the needle and the suture""? The suture broke near the swage part. Please clarify what was the exact issue? The suture broke. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned sample determined that one opened sample of product code z304h was received for evaluation. Aa per the visual inspection of product received, the suture suffered thermal deformation, including shrinkage, and melting into the winding former; however, in the visual inspection of winding former no damaged or defect on the plastic tray could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The suture from opened product had significant thermal damage, including shrinkage and melting. The thermal damage to the suture is consistent with re-sterilization by autoclaving. In addition, product packaging clearly states: ¿do not reuse re-sterilize¿. Autoclaving conditions thermally damage the product and fatigue the packaging and the reported complaint is confirmed by an external cause. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.